Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm, line number 3540 file number 26 due to a software error.hardware low level failures alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was unknown at the time of incident. Customer were able to successfully clear the alarms. Customer received request to rewind pump. Customer were able to complete the insulin pump rewind. Customer reported that the self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.